Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet bionic pancreas, resulting in inability to receive blood glucose readings until troubleshooting was completed. User experienced temporary loss of continuous glucose monitoring data with no adverse clinical symptoms reported. Outcomes included brief interruption to automated dosing functionality and dosing warnings on the ilet with no health impact. User support included technical support troubleshooting and education, which involved instructing the user to toggle the sensor settings and re-pair the sensor to the ilet. Investigation of this case revealed a connectivity issue between the cgm and the ilet that resolved after re-pairing, indicating a pairing or communication malfunction without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication error attributable to transient bluetooth pairing failure.